Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2009-00677. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The customer contact reported the pump did not alarm when the tubing was clamped distal to the pump. The pump was returned to the central supply department with an unsigned note that stated, "distal occlusion too low." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump did not alarm when tubing was clamped distal to the pump. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Event description:
The notification received for the study indicated that during the index procedure, while attempting to treat the left side, the patient experienced a trans ischemic attack (tia). Aphasia was also noted with visual field loss on both sides. The onset was sudden. No emergent surgery was needed as the recovery was full without deficit. After the precise stent was successfully deployed, the patient experienced distal flow arrest, bradycardia and tia. The angioguard protection device was then removed and the patient's symptoms subsided. The procedure was completed with no further complications. Patient had full recovery with no residuals.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2009-00677 study adjudication was received 1/11/2010 which reported that the previously noted bradycardia was treated. This information makes the bradycardia reportable.